Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the hemopro 2 tool was inserted in the cannula, the jaw boot peeled. A replacement device was used to complete the procedure. The hospital intends to return the device in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unk. Items marked "ni" are unk to us at this time. (B)(4).